Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2018 that patient was admitted due to an unknown site of bleeding. The customer stated that the patient had the following treatments done: suspension of medication and suspension of anticoagulant/plate. The patient was transfused 2 units of packed red blood cells. No further information provided.

Manufacturer narrative:
Date received by manufacturer ¿ 21aug2018, follow-up type: additional information and correction selected, device manufacture date ¿ 01aug2017 updated, usage of device - initial use of device updated, additional narratives/data ¿ selected both manufacturer narrative and corrected data. The device was not returned for analysis, limiting the investigation to the review of the device history record and information provided by the field. A direct correlation between hm2 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The account communicated that the patient was admitted on (B)(6) 2018 due to an unknown site of bleeding. The patient was treated by suspending the research drug and anticoagulation medications. The patient was transfused with 2 units of packed red blood cells (prbcs). Multiple requests for additional information regarding this event were sent to the account. However, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.